Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown, however it was suspected to be due to an rv lead issue or barostim and possibly both. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024, and on (B)(6) 2025, the patient's therapy was increased from 6.0ma to 7.0ma. Around on (B)(6) 2025, the patient experienced pacemaker inhibition due to rv lead oversensing leading to inhibition of pacing for several seconds. It was noted that the patient experienced syncope during the inhibition episodes. The root cause was unknown, and it was suspected to be due to an rv lead issue or barostim and possibly both. The physician expressed concern regarding the bsx 0184 lead function, and it was noted that impedance was normal on the lead and coils. On (B)(6) 2026, interaction testing was completed for the pacemaker and barostim. Testing revealed pacemaker inhibition after increasing barostim output from 7.0ma to 15.0ma. Barostim output was reduced to 6.0ma, and the rv sensitivity was adjusted from 1.0mv to .50mv and the issue resolved. It was suspected that the crtd device was previously reprogrammed due to pacemaker inhibition. A complete file of programming was requested however, was not received.